Manufacturer narrative:
One device was returned for evaluation. The failed pressure test was verified by visual and functional inspection. The root cause of the device issue was liquid contamination of the dso sensor. The dso sensor was replaced to correct the reported problem.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed pressure test. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.